Event description:
It was reported that the patient presented to the emergency room due to syncope. An ECG showed that pacing spikes were delivered, but there was no capture. The right ventricular lead impedance was greater than 2500 ohms in the bipolar configuration. Attempts to reposition the lead were unsuccessful. The lead was capped and replaced. The patient's current condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.